Event description:
New information received indicates the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the lead exhibited low pacing impedance. The patient experienced dizziness periodically but was not pacer dependent. Programming changes were made. The patient was stable and will continue to be monitored.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance and decreased sensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.